Event description:
- -

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis verified the device had a depleted battery and no telemetry could be established. Visual inspection of the device revealed dents and electrocautery marks on the casing. The device case was removed. Analysis determined there was electrical overstress on multiple protection components of the device which resulted in the depleted battery and no device communication. Analysis determined that due to the dents and electrocautery marks, this was consistent with the use of electrocautery and likely occurred during the explant procedure.

Event description:
Boston scientific received information that this product was returned with no reported product performance issues and no reported adverse patient effects. Initial analysis completed in our post market quality assurance laboratory identified a product performance issue.

Manufacturer narrative:
Upon completion of the analysis, this event will be updated.